Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the infusion device display is missing segments where the basal rate is displayed, and there is a large line in the middle of the screen. No adverse event was reported. The alleged product was replaced and requested for evaluation.